Event description:
The physician placed the navistar thermocool into the patient's body, however, when connected, it did not work. The device gave a signal, but did not provide navigation. After troubleshooting, the device was removed and was replaced with another device. The procedure was completed without further complication and the patient was discharged home.